Manufacturer narrative:
Device not explanted.

Event description:
It was reported that a patient with a perceval valve experienced transient av block ii on day 1 post-operatively. On day 4, the patient experienced av block ii. A pacemaker was implanted 5 days post-operatively. The patient was in sinus rhythm prior to implant.

Manufacturer narrative:
The complete manufacturing and material records for the perceval heart valve, model #icv1211, s/n # (B)(4), and nitinol stent component were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release. As the device was not explanted, no further investigation can be performed. Based on the document review performed, no manufacturing deficiencies were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive a permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is therefore a known, inherent risk of the procedure. However, as no further investigation is possible, the root cause of this event remains unknown. This event was reported in a conservative manner because the relationship of the event to the device is unknown, as indicated by the sponsor assessment.